Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the delivery shaft was fractured. The device was directly removed from the patient's body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the delivery shaft was fractured. The device was directly removed from the patient's body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft and hypotube were microscopically and visually examined. There were kinks 18cm, 47cm, and 69.2cm distal from the strain relief. There was a complete separation at 71.9cm distal of the strain relief. The distal portion of the device was missing. Inspection of the remainder of the device presented no other damage or irregularities.